Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro laa closure device was selected to be used. During the procedure, a 27mm watchman flx pro laa closure device was inserted and repositioned safely multiple times. The desired location was not obtained, and it was decided that a smaller device would be more appropriate. A 24mm watchman flx pro laa closure device was opened and prepared. While repositioning the closure device, the patients' blood pressure dropped, and a pericardial effusion was noted on echocardiography. Heparin was reversed with protamine and a pericardiocentesis was performed, with around 2 liters of bright red blood being drained. The closure device was left in place as it was seemingly plugging the hole that was created. The effusion started to look better. Since the effusion was under control the surgeon and the physician agreed to try to remove the closure device and see if the patient remained stable. After re sheathing the closure device, the effusion immediately grew, and the patient become unstable. It was also noticed at this time that there was clot in the right atrium. No clot was seen in the left atrium. The closure device was re deployed and drainage of the effusion continued. The patient was taken to the operating room (or) where the chest was opened. The laa was ligated, the closure device was removed and discarded.